Event description:
Pt was found to have a luxated (dislocated) radial head prosthesis. Device was explanted on (B)(6) 2012 along with the radial stem. A new stem and head were implanted.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.